Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred during a mdlif procedure. It was reported that during surgery the interbody was loaded onto the inserter, as the physician was going to place the interbody into the patient, the peek hinge broke. The pieces were accounted for no broken piece were in the patient. This was confirmed via x-ray. An additional interbody was placed successfully in the patient. While adjusting the second interbody, the inserter was placed back into the patient and lightly tapped, the 2 side metal pieces broke off, but were immediately suctioned. The metal pieces were clearly seen in suction container and a different inserter was provided to the physician to complete the rest of the procedure. Product came in contact with the patient and there was no patient injury.

Manufacturer narrative:
Healthcare professional details are updated. Fdm code was updated since the device has been discarded and will not be retuned for analysis. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.